Event description:
It was reported that anchors t1 and t2 deployed but as tension was applied, both anchors slipped out of meniscus. No patient injury was reported. There was a back up to complete the surgery.

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Manufacturer narrative:
The justification for this supplemental can be found. The complaint description has changed from the initial report. No produt will be returning for evaluation.

Event description:
It was reported that the t1 and t2 deployed at the same time. No patient harm was reported. The procedure was completed with a backup device.